Event description:
The machine was set up and the numbers were put into the correct spots for cavity length and width. When the surgeon hit the pedal to do the cavity assessment the machine went directly into therapy cycle. Did not seem that the machine did a cavity assessment before the therapy cycle. When the doctor did the hysterscope following the ablation he did get a good result from the burn cycle of the novasure. Manufacturer response (as per reporter) for endometrial ablation device, novasurei have not heard from them.